Event description:
Report received from abbott international affiliate (abbott spain) that states "a male was receiving IV antibiotic treatment due to a osteomyelitis. An abbocath was placed without problems. The nurse realized that the device was obstructed after, at the most the first 72 hours after placing the device. For this reason the device was removed and she noticed that the catheter was broken and that a piece of it was inside the cardiovascular system of the pt. The catheter was extracted by a cardiovascular surgeon. The pt did not suffer any untoward consequence." No additional info was available.